Event description:
On (B)(6) 2015, dai-ichi shomei received information that during a procedure, the acrylic cover of the surgical light fell over the patient's incision area. Staff removed pieces of glass from the wound.